Manufacturer narrative:
Device not returned.

Event description:
Reportedly, valve remains implanted. However, at implant and before protamine administered, surgeon noted moderate al. Patient remains in ICU in the hospital.